Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 175-225mg/dl fasting. Verified the strips expired 4/15/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 70mg/dl and 65mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned about the result of 47 mg/dl. The customer stated that when she is comparing the results of her meter against her mother's meter it is reading 30-60 points different. The customer is not able to see the date or time when recalling the results from the meters memory.